Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded noise and oversensing on the right ventricular (rv) channel, resulting in pacing inhibition. Technical services (ts) discussed troubleshooting and programming options. It was noted that all lead measurements were normal. The device sensitivity was reprogrammed and the patient will continue to be monitored. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was received that this device was later explanted due to normal battery depletion. No adverse patient effects were reported during the procedure. The device was returned for reliability analysis.